Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump delivered an inaccurate amount of medication. The problem was an ongoing problem and the pt's health care provider made the decision to replace the pump. No pt injury was reported. The drug in the pump at the time of the events was not reported.